Manufacturer narrative:
The device has been received by depuy synthes power tools for evaluation. During pre-repair evaluation, corrosion was found on the bearings. The device was repaired and passed all tests. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the (B)(6), stating that the device had a damaged bearings. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.